Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged one week post implant. A chest x-ray showed that the lead was pulled close to the tricuspid valve. In addition, the lead had been entangled, which was not visible on the day of implant. A revision procedure was performed to reposition the lead, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.